Event description:
It was reported that the patient received three shocks and that the right ventricular lead was fractured with noise. The lead remains in use but will be either explanted or capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.